Event description:
It was reported that the patient experienced an infection. The entire pacing system was explanted and replaced with a leadless implantable pulse generator (ipg). Antibiotic treatment was administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018; 5867-3m adaptor implanted: (B)(6) 2018; 5076-58 lead implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.